Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, when the clip was advanced down through the scope to the site of polypectomy. The physician attempted to deploy the clip however, it would not release from the catheter. They continued trying to deploy and disengage the clip, and as a result, the handle shattered, ultimately causing the clip to break off from the catheter. Additionally, the control wire was broken. After the handle broke, the clip fell off from the tissue. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.